Event description:
Two (2) suture closure devices did not deploy, both with the same lot#. These were device malfunctions. When the physician inserted the perclose and tried to deploy, he could not deploy the device to perclose. The devices removed and the new perclose used. Four more devices were found to be defective, same lot number. Rep from mfg notified.